Event description:
Post-operative x-rays for pt with a unicondylar knee implant appeared to indicate that the implant had shifted. Surgical intervention showed that the implant was secure and no shifting had occurred.

Manufacturer narrative:
Review of the device history record indicated that the device was manufactured to specification.